Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0803) on 26-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), immune system disorder ("immune systems are always fighting"), back pain ("sharp pain in my lower back"), abdominal distension ("bloating"), constipation ("constipation"), pruritus ("itching"), inflammation ("bodies are trying to fight this chemical causing us to be inflamed all the time"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping so severe it is worse"), menorrhagia ("prolonged periods with large clots"), pain ("chronic body aches"), migraine ("migraines"), vaginal discharge ("vaginal discharge with itching"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), libido decreased ("reduce sex drive"), amnesia ("memory loss") and asthenia ("no energy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, immune system disorder, back pain, abdominal distension, constipation, pruritus, inflammation, fatigue, abdominal pain lower, weight increased, menorrhagia, pain, migraine, vaginal discharge, bacterial infection, fungal infection, libido decreased, amnesia and asthenia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, asthenia, back pain, bacterial infection, constipation, device dislocation, fatigue, fungal infection, immune system disorder, inflammation, libido decreased, menorrhagia, migraine, pain, pruritus, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new events chronic fatigue, cramping so severe it is worse,weight gain, prolonged periods with large clots,chronic body aches, migraines, vaginal discharge with itching, bacterial infection, no energy, yeast infection, reduce sex drive,memory loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Immune system disorder is considered serious due to medical importance and unlisted in essure reference safety information. Given essure local action in fallopian tubes, causality is assessed as unrelated. This case is regarded as non-incident since neither hospitalization nor surgical intervention was reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring. Based on the available information, there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 26-aug-2015. The most recent information was received on 12-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), immune system disorder ("immune systems are always fighting"), back pain ("sharp pain in my lower back"), abdominal distension ("bloating"), constipation ("constipation"), pruritus ("itching"), inflammation ("bodies are trying to fight this chemical causing us to be inflamed all the time"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping so severe it is worse"), menorrhagia ("prolonged periods with large clots"), pain ("chronic body aches"), migraine ("migraines"), vaginal discharge ("vaginal discharge with itching"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), libido decreased ("reduce sex drive"), amnesia ("memory loss") and asthenia ("no energy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, immune system disorder, back pain, abdominal distension, constipation, pruritus, inflammation, fatigue, abdominal pain lower, weight increased, menorrhagia, pain, migraine, vaginal discharge, bacterial infection, fungal infection, libido decreased, amnesia and asthenia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, amnesia, asthenia, back pain, bacterial infection, constipation, device dislocation, fatigue, fungal infection, immune system disorder, inflammation, libido decreased, menorrhagia, migraine, pain, pruritus, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 26-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), immune system disorder ("immune systems are always fighting"), back pain ("sharp pain in my lower back"), abdominal distension ("bloating"), constipation ("constipation"), pruritus ("itching") and inflammation ("bodies are trying to fight this chemical causing us to be inflamed all the time"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, immune system disorder, back pain, abdominal distension, constipation, pruritus and inflammation outcome was unknown. The reporter considered abdominal distension, back pain, constipation, device dislocation, immune system disorder, inflammation and pruritus to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: information receive via social media: case become serious incident. New events added device migration, reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Immune system disorder is considered serious due to medical importance and unlisted in essure reference safety information. Given essure local action in fallopian tubes, causality is assessed as unrelated. This case is regarded as non-incident since neither hospitalization nor surgical intervention was reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring. Based on the available information, there is no relationship between the reported medical event and a quality defect.